Event description:
The ethicon suture needle within the pack broke off during use, requiring medical intervention to retrieve it.

Manufacturer narrative:
It was reported that two separate instances occurred where the suture needle 'popped off' from the suturing material. On the first instance, they could not find the needle. When it did not show up on x-ray, they thought it may have been lost in the drapes and sheets. The patient returned at a later date to follow up with her physician. She indicated to her physician that she thought a needle might be present where they repaired the episiotomy. The physician retrieved the needle by making a small cut to expose it but no suturing or other medical intervention to the area was required. The second incident occurred during a delivery. The needle was found at that time and did not require any medical intervention. It was reported that the samples were provided directly to the ethicon rep and ethicon will be conduction an investigation and follow. The remaining sutures from these packs were removed and are also being sent to ethicon. The customer indicated they are working directly with the ethicon rep and that ethicon is conducting an investigation. However, due to the two reported incidents this medwatch is being filed.